Manufacturer narrative:
Our reference number: (B)(4).

Event description:
It was reported that during an unknown procedure, the tip broke when inserting a screw. All the pieces were recovered. The procedure was completed without delay with an smith & nephew backup device. No patient harm or additional complications were reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirmed part of the tip is broken off the t8 linear driver shaft w/ ao qc and has not been returned. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the listed part revealed no prior complaints for the listed batch. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.case-2021-00039489-1